Event description:
The patient reported that their trial went really well and had almost 100% relief, but since actual implant it has not really been working well for them. It was stated that a manufacturer representative (rep) had programmed them which helped their symptoms a bit as well as their stool. However, as of about two months ago, the patient had a new rep adjust their programs and as a result their stool symptoms have returned and they are out of programs to try. The patient further indicated that they have had "about 20 bladder infections" as of an unknown date, and noted that their implant is not helping and they are "just ready to have the device explanted." Additional information received from the patient on 2016-aug-11 reported that the lack of therapy has somewhat been resolved after meeting with the rep and changing programs. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.